Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via text experiencing low blood glucose levels of 50mg/dl. The customer was playing golf when they notice their blood glucose level. The customer states would like speak with a trainer who has experience with sports. No further details are given. The insulin pump was not returned for analysis.